Manufacturer narrative:
The electrode lot number and expiration date were not provided. The dilution tank was cleaned. After the tank was cleaned, the sample was repeated. The na results were 146.7 mmol/l and 140.6 mmol/l. The field service representative found that residual liquid was in the dilution tank. He replaced the vacuum nozzle, the sipper nozzle, and the dilution tank. He also performed successful checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial na result was 148 mmol/l. The sample was repeated 10 times, and the results were all approximately 140 mmol/l.